Event description:
It was reported that 15 days following an implant of an inflatable penile prosthesis, the patient experienced extrusion of one of the cylinders. A procedure was performed for exhaustive washing of the cylinder, it was replaced. An infection started on the spot and after weeks of rescue treatment with antibiotics, a hyperbaric chamber and another surgical reintervention by extrusion of the cylinders, it was decided to withdraw on (B)(6) 2020.